Event description:
A male pt with a previous history of lung cancer and d.m. (Dialysis), and a pre-procedure diagnosis of calcification at the sealing sites, underwent aaa repair in 2007. The procedure went as labeled but a confirmatory angiogram revealed a proximal type I endoleak, a contralateral distal type I endoleak, and a type iii endoleak of the ipsilateral junction area. Another manufacturer's stents were placed and the endoleaks were resolved. See also 1820334-2008-00144 and 1820334-2008-00145.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that care should be taken not to damage the graft or disturb graft positioning after graft placement in the event reinstrumentation of the graft is necessary. Always use fluoroscopy guidance, delivery and observation of any zenith aaa endovascular graft components within the vascular. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by inadequate seal between the main body and leg grafts and/or inadequate overlap between main body and leg grafts.